Event description:
It was reported that during remote follow-up, the dependent patient presented with noise on their right atrial lead. No information about intervention was reported. There were no patient consequences.